Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that there was recognized artifacts on images. There was no report of misdiagnosis due to the ring artifacts. The philips field service engineer (fse) visually inspected the system and found a crack in the compensator causing the image artifacts. The fse replaced the compensator and performed calibrations to resolve this issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue has been determined to not be a reportable event.